Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 (mg/dl). Reportedly, the customer has a stomach flu and attributed this to their low bg levels. Recommendation was made to consult with their health care provider for diabetes management.